Event description:
Revision surgery due to polarcup loosening, right hip. Outcome: recovered/resolved. This is the first reported revision with the same patient. The second is reported under 9613369-2016-00057 and the third under 9613369-2016-00053.

Event description:
Revision surgery due to polarcup loosening, right hip. Outcome: recovered/resolved.